Event description:
Stapler misfired during distal gastrectomy. Attempting to anastamose edges of distal gastrectomy. When stapler was removed, no anastamosis had occurred and a few loose staples were laying free.